Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that upon opening the packaging, it was discovered that there were 5 needles in one package. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open samples (unused). The open samples contain 5 sutures inside the pack instead of 4 sutures as the product description. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that these are isolated units, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a human error during the winding process in which the operator wounded five threads in the package instead of four threads. Final conclusion: considering that the picture received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, a CAPA has been opened to determine root cause and actions. Moreover, this complaint is recorded for trending analysis to assess if actions are needed in the future.